Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and no further occurrences of the malfunction code were reported after the reset. The customer was advised to continue using the pump and to contact support again if the issue recurred.